Manufacturer narrative:
The field service representative found that the measuring cell needed to be replaced and replaced the measuring cell. He performed artificial media test to verify analyzer operation.

Event description:
Customer states she had a sample for hcg that gave a result of 0.957 miu per ml. The result was reported and questioned by the doctor. The sample reran automatically in the same sample tube with a 1:100 dilution and gave a value of 87,649 miu per ml. The tech did not notice the results did not match and released the first result to the doctor. The pt was not treated based on the result because he did not believe it.